Manufacturer narrative:
Correction/removal reporting numbers: 1627487-07262012-002-r, 1627487-05242011-002-r and 1627487-12192011-003-r. This ipg serial number was included with a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-2947. It was reported the patient experienced pocket heating while charging. He stated he needs to charge every other day for 2.5 hours due to his high program settings. The sjm representative advised the patient of charging precautions. No further information is available at this time. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.